Manufacturer narrative:
Product evaluation: the customer report of aortic insufficiency could not be confirmed by visual observation. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Two surface damages, which did not penetrate the leaflet, were observed on the outflow aspect leaflet 1. Such observations are typical characteristics of those caused by suture tail abrasion. One suture was observed on the sewing ring near leaflet 1. Surface damages matched up to suture position when leaflet is in open position. The x-ray demonstrated no visible calcification, commissures 2 and 3 wireform distorted. Incidental findings included both ninety percent of the sewing ring cut, exposting wireform, damages most likely due to explant or implant. Thrombus was observed on the outflow aspect of leaflet 3. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. A definitive root cause could not be determined for the reported clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately three (3) years and ten (10) months, was explanted due to aortic insufficiency. It was also reported, there had been an attempt two months earlier to resolve a paravalvular leak by percutaneous closure. The explanted device was replaced with a 21mm. Patient received blood transfusion due to blood loss post-operatively. Patient was discharged in stable condition.